Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one video for analysis. The video confirmed the extension line leak complaint. Fluid is seen leaking while injecting through the extension line luer hub, however, a complete visual inspection to determine the cause of the leak could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure , staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of the extension line leaking was confirmed by visual inspection of the customer supplied video. The provided video shows fluid leaking while injecting through the extension line luer hub , however, full complaint verification testing to evaluate the cause of the leak could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the doctor found the extension line leak during used on the patient. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "the doctor found the extension line leak during used on the patient. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required".